Manufacturer narrative:
The product will not be available for evaluation. Additional information will be submitted within 30 days from receipt. This is one of three products used in the same patient and reported under manufacturing report numbers 3003742446-2010-00040 and 3003742446-2010-00041.

Event description:
The patient was revised because the poly disassociated from baseplate.

Manufacturer narrative:
This is one of three products used in the same patient and reported under manufacturing report numbers 3003742446-2010-00039, 3003742446-2010-00040, and 3003742446-2010-00041. This male patient of unknown age and medical history experienced a thrombotic event and a myocardial infarction approximately ten months after implantation of three cypher stents. The indication of the index procedure was unknown. Percutaneous coronary intervention was performed in the left anterior descending (lad) coronary artery and right coronary artery (rca). Description of the vessels such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. There is no information regarding procedural details such as: debulking or pre-dilation of lesions before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. Three cypher stents of unknown length and diameter, unknown lot numbers and unknown expiration dates, were deployed at unknown pressures in unidentified sections of the lad and rca. Post dilation of stents was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the patient was discharged from the hospital. Post-interventional treatment with plavix was reported for three months. Approximately ten months later, the patient suffered thrombosis at the site of the stent(s), which led to myocardial infarction. No additional information was available. The products remained implanted in the patient and are thus, not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited patient and procedural information available for review, the lack of availability of the product¿s lot number to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these events.

Event description:
Approximately ten months after the index procedure, the patient experienced a thrombosis at the site of the cypher stent. The patient had three cypher stents implanted in the left anterior descending coronary artery and right coronary artery. The thrombosis subsequently led to a myocardial infarction. No additional information was provided.